Manufacturer narrative:
Concomitant medical devices: dtba1q1 crt-d, implanted (B)(6) 2015.

Event description:
It was reported that left ventricular (lv) lead thresholds had risen to a high range. In-office testing indicated non-capture at maximum output. The patient was to be sent for an x-ray and referred to the implanting physician to determine course of action. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was later reported to have dislodged. The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.